Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient faced infusion set cannula was not under the skin properly within 3 hours of insertion at abdomen, which cause the patient blood glucose levels was elevated to high, therefore patient had received mdi. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4). Device 3 of 5.